Event description:
It was reported that cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed under general anesthesia. A watchman access system (was) was positioned with a pigtail catheter and a 27mm watchman flx laa closure device & delivery system (wds) were used. During deployment, a failed tug test occurred, and pericardial effusion was noticed immediately after. The procedure was aborted. The patient was taken to surgery to repair the perforation and to clip the appendage. The patient's hospitalization was extended. The patient has since fully recovered.